Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a follow-up, this pacemaker entered safety mode after delivering anti-tachycardia pacing (atp). The patient was hospitalized for device replacement. This pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This device was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that indicated this device was explanted. No additional adverse patient effects were reported.